Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The plastic block that the easyfuse staple is loaded on snapped upon trying to activate the distractor. This did not cause any delay in surgery as they had ez clip as a back up plan.

Event description:
The plastic block that the easyfuse staple is loaded on snapped upon trying to activate the distractor. This did not cause any delay in surgery as they had ez clip as a back up plan.

Manufacturer narrative:
It was discovered that this device was reported in error.